Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was scratches on the screen and sometime customer was not able to see the screen. The customer¿s blood glucose was unknown at the time of incident. The customer also report the pump had rejected new battery. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm and no blank display anomaly noted during test. Device received with minor scratched lcd window. (B)(4).